Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. It was determined that lead calcification has been building up around the lead. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. It was determined that lead calcification has been building up around the lead. Reprograming of the device was discussed. Further information was received that this rv lead continues to exhibit out of range shock impedance measurements. Boston scientific technical services (ts) discussed that due to the fluctuating values obtained, it is most likely that calcification is not the cause of these measurements. This device remains in service. No further adverse patient effects were reported.